Manufacturer narrative:
Section a2: corrected information.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6)2019, driveline site was recultured and no infection was seen. No treatment was provided. The patient was not admitted.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019, serous brown drainage was spotted. Drive line culture was taken and 3 varieties of mixed aerobic gram positive organisms were found. No further information was provided.